Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. A field service engineer (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing the error log, and reproduced error by powering on the analyzer and priming the diluent. Fse found bent sampling nozzle and replaced it and performed all sampling adjustments. Fse successfully validated the analyzer by performing quality control run without errors and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-360 operator's manual under section 7: list of error messages states the following: 2012 air detected (diluent) is generated when there is no contact with the liquid after diluent suction. Solution: contact the service department. The most probable cause of the reported event is due to bent sample nozzle.

Event description:
A customer reported getting error messages "2012 air detected diluent" on the aia-360 analyzer. The customer primed diluent, and several install primes but error persisted. Analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.